Manufacturer narrative:
A product history record (phr) review of lot 18414708 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) was used; however, the device was withdrawn before the visual indicator turned fully black. Manual compression was used to complete the procedure. O patient injury was reported. The procedural sheath was replaced with a short unknown sheath prior to using the 5f exoseal device. The case involved a same-side superficial femoral artery (sfa) approach. Additional event details were requested; however, could not be obtained. The affected device was not returned for evaluation as anticipated.

Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) was used; however, the device was withdrawn before the visual indicator turned fully black. Manual compression was used to complete the procedure. O patient injury was reported. The procedural sheath was replaced with a short unknown sheath prior to using the 5f exoseal device. The case involved a same-side superficial femoral artery (sfa) approach. Additional event details were requested; however, could not be obtained. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18414708 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator¿ could not be evaluated. Without the return of the device, and with no procedural films, the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors, as well as patient comorbidities, may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.